Manufacturer narrative:
Concomitant medical products: 5076-45, lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a heart rate in the thirty beats per minute range. It was noted that the cardiac res ynchronization therapy defibrillator (crt-d) was programmed to pace at a lower rate of sixty beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.